Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: batch record review: the lot 9g01385 was manufactured on 12 july 2019, in the guard manufacturing line, with a total of 600 market units. Compliance engineer performed a batch record review on 31 dec 2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Executive summary of the non-conformance (nc): based on the results of the preliminary investigation, the batch record reviews were performed, and no discrepancies were found. A revision of the improvements made to the process was performed, and actions has been implemented for this type of incidents. In addition, an upgrade of the guard robot arm, disc collar and pouch assembly process was performed. These improvements performed to the guard machine, contribute to the reduction of possible defects related to off center. The last batch received was manufactured prior to the implementation of these improvements. Furthermore, a complaints search conducted shows that no adverse trend was identified from (B)(6) 2019 to (B)(6) 2020 for this failure mode. This failure mode will keep monitoring for track and trending. For this reason, no additional investigation is needed. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the pre-cut mass hole was off centered prior to use. She visually inspected the appliances which made the product unusable in her opinion. Her usual wear time was three to five days. Photographs depicting the issue were received from the complainant.